Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgery l4 to l5 using rhbmp-2/acs on (B)(6) 2006. Post-op, a CT study conducted on (B)(6) 2007 shows the patient had an osteolytic reaction where the left fact joint appears substantially eroded and there is some apparent destruction of the adjacent posterior endplates of l4 and l5. This is not apparent on the preoperative CT study dated (B)(6) 2006. Osteolysis caused extreme pain. An MRI dated (B)(6) 2007 revealed a high signal intensity area within the intervertebral disc space of l4-l5, which may represent an expander. The bone graft migrated, reportedly causing neuroforaminal stenosis and ectopic bone growth. This bone growth grew into parts of the spine an impinged on the exiting nerve roots, as evidenced on an MRI dated (B)(6) 2007 where some foraminal narrowing occurs bilaterally at l4-5 and l5-s1 mostly due to osseous structures. The patient continues to have severe back and lower extremity pain. The patient has permanent nerve damage that is expressed through numbness and tingling in his legs. His legs collapse, and he now ambulates with a cane.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4) ( disc herniation ; persisting back pain). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2002 the patient underwent MRI of the lumbar spine. Impression: broad based disc protrusion at l4-5, more to the left. On (B)(6) 2002 the patient underwent x rays of the lumbosacral spine. Impression: orthopedic markers and an orthopedic metal probe directed as indicated above. On (B)(6) 2002 the patient underwent MRI of the lumbar spine. Impression: status post left l4 hemilaminectomy. There is minimal granulation tissue surrounding the proximal left l5 root sleeve, without significant deformity. There is a broad based disc bulge at this level, with effacement of the proximal right l5 root sleeve as it extends towards its lateral recess; l5 is transitional, sacralized bilaterally. The l5-s1 disc space is rudimentary. The first full formed caudal intrervertebral disc is designated l4-5. On (B)(6) 2002, patient underwent following procedure: r-do microdiscectomy, left side, l4-5; for pre-op diagnosis of: herniated nucleus polposus, left side, l4-5. Patient returned to recovery room in stable condition. Patient underwent x-ray, single view lateral lumbar spine to determine the level of surgical operation. Findings: there is a penfield-IV dissector present at the l4-5 level. On (B)(6) 2003 the patient underwent MRI of the cervical spine. Impression: status post acf at c5-6. On (B)(6) 2003 the patient underwent MRI of the cervical spine. Impression: solid bony fusion at c5-6; no herniated nucleus pulposus nor stenosis identified. On (B)(6) 2004 the patient underwent MRI of the lumbar spine. Impression: caution regarding vertebral body numbering is advised; status post laminectomy at l5 on the left with post surgical changes; osteophytes and broad based disc bulge or protrusion at l4-5. On (B)(6) 2004 the patient underwent x rays of the lumbar spine. Impression: lateral portable view demonstrates metallic markers poster ior to the l4 and l5 vertebral bodies. On (B)(6) 2006 the patient underwent CT scan of the lumbar spine: disc bulges at l2-3, l3-4 and l4-5, foraminal narrowing at l3-4 bilaterally and l4-5 bilaterally. Diffuse facet hypertrophy. Marked straightening of the lumbar lordosis suggests musculoligamentous injury or sprain. Broad disc bulge indents the thecal sac and combines with posterior element hypertrophy to produce spinal stenosis and severe foraminal narrowing at l4-5. Impression: lumbar degenerative disc disease; lumbar radiculopathy; lumbar spinal stenosis; failed back syndrome; cervical degenerative disc disease; chronic neck pain; post cervical laminectomy syndrome; history of seizure disorder; lumbar facet arthropathy. On (B)(6) 2006 the patient underwent MRI of the lumbar spine due to pain in the low back and both legs. Impression: caution regarding vertebral body numbering is advised, as discussed above; status post laminectomy at l5 on the left osteophytes and small broad based disc protrusion at l4-5; annular bulge with a small annular fissure at l2-3. On (B)(6) 2006 the patient underwent posterior lumbar fusion l4-5, lumbar fusion tlif l4-5, lumbar redo laminectomy l4-5, posterior ins trumentation and application prosthetic device. Single ap and lateral fluoroscopic images of the lumbar spine show that the patient has had pedicle screw instrumentation at l4-5. The hardware is in good position, as is the interbody graft. The pedicle screws all appear to be in satisfactory position. On (B)(6) 2006, patient underwent following procedure: re-do microdiscectomy, left-sided l4-5; transforaminal lumbar interbody fu sion, l4-5, through a left sided minimally invasive approach, using a 12mm graft and pedicle screw; application of percutaneous pedicle screw, l4-5; for pre-op diagnosis of: recurrent herniated nucleus polposus, left-sided l4-5; degenerative disc disease at l4-5. As per op-notes: ¿.. Graft was impacted in to the interbody space, prior to placement of this graft, the wound had been irrigated with antibiotic containing saline and the rhbmp-2/acs bone graft had been packed in the capstone graft as well as the 3rd of disc space...the capsule and graft were noted to be in excellent position.. Patient returned to recovery room in stable condition..¿. Single ap and lateral fluoroscopic images of lumbar spine show that the patient has had pedicle screw instrumentation at l4-5. The hardware is in good position, as is the interbody graft. The pedicle screws all appear to be in satisfactory position. On (B)(6) 2006 the patient underwent CT scan of the pelvis. Impressions: post surgical changes lumbar spine. Otherwise remarkable CT pelvis. Mild bibasilar atelectasis with small amount of pleural fluid left base. The patient also underwent CT scan of the lumbar spine. Impressions: postoperative changes at the l4-5 level with a soft tissue mass occupying the region of the surgically removed left l4 lamina and articular surface with mild mass effect upon the thecal sac, but probable left l4-5 foraminal stenosis. On (B)(6) 2006 the patient was presented for office visit, status post minimally invasive l4-5 fusion. He reported radicular symptoms, increased back pain, dysuria, as well as increased frequency. The patient underwent x rays: instrumentation and graft are in good placement. Assessment: positive for urinary tract infection. The patient also reported fever and dysuria. On (B)(6) 2006 the patient was presented for office visit. Lab results: urinalysis is positive for leukocyte esterase. Wbcs were 5-10. The culture is positive for a gram positive cocci. On (B)(6) 2006 the patient was presented for office visit, status post l4-5 posterior lumbar fusion. The patient reported back pain, little thigh irritation. The patient underwent x rays of the lumbar spine: instrumentation and graft are in good placement. On (B)(6) 2006 the patient was presented for office, 11 weeks status post surgery. The patient underwent x rays of the lumbar spine: looked satisfactory with evidence of some interbody consolidation. On (B)(6) 2006, (B)(6) 2007 the patient was presented for office visit with pain in his lower back. Impression: lumbar degenerative disc disease; lumbar radiculopathy; lumbar spinal stenosis; failed back syndrome; cervical degenerative disc disease; chronic neck pain; post cervical laminectomy syndrome; history of seizure disorder; lumbar facet arthropathy. On (B)(6) 2007 the patient was presented for office visit with some back pain. On (B)(6) 2007 the patient was presented for office visit with pain in his lower back. On (B)(6) 2007 the patient underwent MRI of the lumbar spine. Impression: very small disc herniation on the right at l2-3. L4-5 is well decompressed. There is no herniation at l5-s1. The foramens appear to be patent at l5-s1 bilaterally. On (B)(6) 2007 the patient was presented for office visit with status post l4-5 fusion for recurrent disc. The patient reported experiencing pain that starts in his back and radiates down the posterolateral aspect of his thigh, into the calf, and into the lateral aspect of his left foot. The patient also underwent x rays of the lumbar spine: instrumentation and graft are in good placement. Assessment: probable s1 radiculopathy. From a disc herniation at l5-s1. On (B)(6) 2007 the patient underwent MRI of the lumbar spine. Impressions: post surgical scar in the left at l4-5 lateral recess. Internal fusion at l4-5 with development of focal concavity of the superior l5 endplate on the right. The l5 is sacralized. L1 is wedged anteriorly especially on the right with a benign chronic appearance. At l2-3, a small disc protrusion on the right indenting the thecal sac, more prominent than previously. Pedicle screws at l4 and l5. There is now a focal concavity of the surperior endplate on the right. Intradiscal graft material appears to extend slightly into this and may be migrated. Increased soft tissue in the left lateral recess at l4-5 appears to represent postsurgical granulation tissue. On (B)(6) 2007 the patient was presented for office visit with left l5 dermatome pain. The patient is status post l4-5 fusion for recurrent disc herniation. On (B)(6) 2007 the patient was presented for office visit. The patient reported acute l5 root pain on the left side. He also reported some right anterolateral thigh pain. Assessments: appeared to be in an l5 dermatome. Mild right sided l2-3 disc herniation. The patient underwent CT scan of the lumbar spine due to low back pain. Conclusion: abnormality involving the posterior disc space at l4-5 with posterior extension of soft tissue and apparent destruction of the left facet joint. On (B)(6) 2007 the patient was presented for office visit. Findings: the patient had endplate changes and what appears to be a schmorl¿s node or perhaps even destructive changes in the left side at l4-5 in the facet as well as in the intervertebral body of l5. The soft tissues do not appear abnormal however. On (B)(6) 2007 the patient was presented for office visit with increasing pain in his lower back and left lower extremity. Impression: lumbar degenerative disc disease; lumbar radiculopathy; bilateral lumbar spinal stenosis with worsening pain in his left lower extremity; failed back syndrome; cervical degenerative disc disease; chronic neck pain; post cervical laminectomy syndrome; history of seizures; opioid tolerance. On (B)(6) 2007 the patient underwent CT scan of the chest. Conclusion: normal chest. On (B)(6) 2007, patient underwent non-contrast CT of the lumbar spine for following indications: radiculopathy, l4-5 fusion in 2006, lower back pain. On (B)(6) 2007 the patient underwent MRI of the lumbosacral spine. Conclusion: status post pedicle screws and posterior fixation plate of l4-5; there is a high signal intensity area seen within the intervertebral disc space of l4-5, which may represent an expander. Clinical correlation and pain film examination would be helpful for further evaluation; mild bulging annulus seen centrally and to the right of l2-3; early degeneration disc disease of l5-s1 and l2-3. On (B)(6) 2007, patient underwent x-ray of lumbar spine due to back pain and leg pain. Impression: post-surgical changes at l5-s1 with no unusual post-op findings; straightened lumbar lordosis suggests muscle spasm or pain. On (B)(6) 2007 the patient underwent CT scan of the chest due to hemoptosis. Conclusion: no definite pulmonary mass lesion identified. On (B)(6) 2007, patient underwent MRI of lumbar spine without contrast due to low back and bilateral leg pain. Impression: post-op changes at l4-5 with no unexpected post-op findings; mild disc bulging as at l2-3; some foraminal narrowing occurs bilaterally at l4-5 and l5-s1, mostly due to osseous structures. Clinical correlation is recommended for corresponding radiculopathies; no spinal stenosis. Patient underwent MRI of cervical spine due to neck pain with right arm pain and to evaluate for disc herniation. Impression: status post acf at c5-6 with no unusual post-op findings; disc bulging and/or disc osteophytes are seen at c3-4, c4-5 and c6-7; there is some right foraminal narrowing at c5-6, along with foraminal narrowing on the left at c4-5 and both sides at c3-4. Clinical correlation is recommended for corresponding radiculopathies; straightening of the expected lumbar lordosis suggests musculoligamentous sprain or injury. On (B)(6) 2008, patient underwent MRI of lumbar spine without contrast due to low back and bilateral leg pain. Impression: desiccations and disc bulge, l2-3 level; status post discectomy, interbody fusion and posterior fusion with transpedicular screws at l4-5 level. No evidence of recurrent hnp or stenosis; mild degenerative disc disease, l5-s1 level. On (B)(6) 2009, patient underwent MRI of lumbar spine without contrast due to bilateral leg pain, status post lumbar fusion at l4-5 level. Impression: mild changes of disc degeneration at the l2-3 level; status post laminectomy and tlif at the l4-5 level. No evidence of recurrent hnp, stenosis or epidural fibrosis. Patient underwent MRI of left hip and right hip without contrast due to hip pain and to rule out djd. Impression: a small benign appearing cortical cyst, lateral aspect of the neck of the right femur; no other significant abnormalities are detected. On (B)(6) 2010, patient underwent MRI of lumbar spine without IV contrast due to pain. Impression: postsurgical changes of intersegmental fixation device at l4 and l5; questionable area of post surgical scar on the left at l4-5 with mild narrowing of the lateral recess bilaterally at l4-5 and l5-s1; no evidence of disc herniation or central canal stenosis; no evidence of fracture or mal-alignment; follow-up MRI with contrast is suggested, if clinically indicated. On (B)(6) 2010, patient underwent x-ray of chest two views due to cough and hypertension on medications. Impression: mild hypoinflation. The lung fields are clear. On (B)(6) 2010, patient underwent CT scan of lumbar spine without contrast due to lumbar stenosis. Impression: status post laminectomy and tlif procedure at l4-5 level. The hardware appears well placed and well anchored. There is no evidence of recurrent hnp or stenosis; the remaining lumbar levels are within normal limits. On (B)(6) 2010 the patient was presented for office visit with back and leg pain. The patient also reported significant pain and neuropathic symptoms, including bilateral leg numbness and occasional incontinence. There was a period of time where he was having severe testicular pain, which responded to a steroid pack. Impression: severe chronic pain syndrome of uncertain cause; films look quite good and he is grossly neurologically intact. Therefore, this appears to be some type of neuropathic pain syndrome; I have recommended pain management treatment only at this time; the patient is going to follow up with his MRI scans of the brain for me to look at. Apparently, he has 2 small meningioma. There might be a question of treatment with radiosurgery for these. He has a chronic seizure disorder. On (B)(6) 2011 the patient underwent MRI of the brain. Impression: bilateral cataract surgery. No abnormality identified in bilateral orbits; 1.0cm cavernoma in the right medial temporal lobe which was described in the previous reports. A tiny low signal in the right basal gangalia. This may be additional site of cavernoma. This was also described. This was also described in the previous report; inflammatory mucosal thickening in the left mastoid air cells. On (B)(6) 2011, patient underwent MRI of cervical without contrast due to pain going all the way down to back. Conclusion: the examination is essentially without abnormality except for signs of surgical intervention. On (B)(6) 2012 the patient underwent MRI of the lumbar spine due to low back pain with lumbar radiculopathy. Impression: transitional lumbosacral anatomy. This should be correlated for numbering of the levels on other exams; l4-5 posterior fusion. No compression fracture or displaced fracture is seen; focal right paracentral annular tear at l2-3. No disc protrusion. No significant spinal canal narrowing; moderate, if not moderate-to-severe neural foramina narrowing at l4-5 and l5-s1. However, evaluation of the neural foramina is somewhat limited by metal artifact. On (B)(6) 2012, patient underwent mr angiogram brain intercranial circulation due to history of headache, dizziness and facial numbness. Impression: no pathologic occlusion, high grade stenosis or aneurysm in the major intracranial arteries; sub-optimally characterized right mesial temporal lobe lesion without a well-defined communication with the major intracranial arteries. Furthur evaluation of this abnormality with a dedicated contrast enhanced MRI of the brain is recommended, if not contraindicated. On (B)(6) 2013, patient presented for office visit with chief complaint of seizure disorder, palpitations with light headedness, coronary artery disease. On (B)(6) 2013, patient presented for office visit. Patient was diagnosed with possible tia. On (B)(6) 2013, patient presented for office visit. Patient was diagnosed with possible tia. Patient reported worsening low back pain and lack of feeling to go to the bathroom. On (B)(6) 2013, patient underwent MRI of lumbar spine without contrast. Conclusion: post-surgical changes at l4-5 with no acute pathology; mild right paracentral disc protrusion at l2-3 which does not result in any significant central canal or neural foraminal narrowing. On (B)(6) 2013, patient presented for evaluation of test results. On (B)(6) 2014, patient presented for office visit with chief complaint of cad, remote myocardial infraction, ischemic myopathy, hyperch olesterolemia, previous possible tia cva, previous lightheaded dizziness and syncopal spell unspecified etiology. On (B)(6) 2014, patient presented for office visit for chief complaint of headaches with pain and concussion. Patient reported low back pain. On (B)(6) 2014, patient underwent ambulatory 72 hour video eeg due to convulsions. Impression: the findings of this awake and asleep am bulatory 72 hour video eeg are within normal limits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2007, patient underwent non-contrast CT of the lumbar spine for following indications: radiculopathy, l4-5 fusion in 2006, lower back pain. Impression: status post l4-l5 fusion. There is spinal canal stenosis of the mild lumbar spine. On (B)(6) 2007, (B)(6) 2008: the patient presented with chief complaint of back and leg pain. On (B)(6) 2009: the patient presented for a surgical consultation. On (B)(6) 2009, the patient presented for follow up and reevaluation of his chronic low back and leg pain . Assessment: failed back syndrome. Cervical post laminectomy syndrome. Lumbar radiculopathy. Lumbar spinal stenosis. Lumbar herniated nucleus pulposus. Cervical herniated nucleus pulposus. Cervical degenerative disc disease. Lumbar degenerative disc disease. Copd. History of benign prostatic hypertrophy. Opioid tolerance and dependence. Lumbar facet arthropathy. Hypogonadism from chronic opioid therapy. On (B)(6) 2010: the patient presented with chief complaint of back and leg pain. On (B)(6) 2010: the patient presented for follow up visit for migraine. On (B)(6) 2010: the patient was diagnosed with lumbar stenosis. On (B)(6) 2010, (B)(6) 2011: the patient presented for follow up visit. On (B)(6) 2012: the patient presented with chest pain syndrome, overall pain syndrome chronic pain complex multi system disease. On (B)(6) 2012: the patient presented with chest pain possible "tia," existing cardiomyopathy, revaluation disposition and plan persistence of symptoms. On (B)(6) 2013, (B)(6) 2014, and (B)(6) 2015: patient presented with complaint of low back pain and bilateral leg pain. Impression: chronic low back pain; failed back syndrome; bilateral lower extremity pain; opioid dependency; history of seizure disorder with aneurysm clipping. On (B)(6) 2013, (B)(6) 2014: patient presented with complaint of low back, neck and bilateral leg pain and also right upper arm. Impression: chronic low back pain; failed back syndrome; bilateral lower extremity pain; opioid dependency; history of seizure disorder with aneurysm clipping; last seizure was years ago and he is controlled on keppra. On (B)(6) 2014: patient presented with complaint of recurrent pain in his right elbow with pain that radiates down to the right hand. Impression: recurrent medial elbow pain radiating o the hand with question of repeat ulnar nerve compression after surgery for right ulnar nerve at elbow and wrist over 10 years ago. On (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: patient presented with complaint of low back pain and bilateral leg pain. Impression: chronic low back pain; failed back syndrome; bilateral lower extremity pain; opioid dependency; history of seizure disorder with aneurysm clipping. On (B)(6) 2014, (B)(6) 2015: patient presented with complaint of low back pain and left leg pain to the ankle and right leg posteriorly. Impression: failed back syndrome; bilateral lower extremity pain; opioid dependency; history of seizure disorder with aneurysm clipping; last seizure was years ago and he is controlled on keppra. On (B)(6) 2015: patient underwent x-ray of lumbar spine due to low back pain, status post fusion. Interpretation: lumbar fusion with hardware in place. The disc is largely fused. Limited range of motion. L5-s1: disc space narrowing. Endplates sclerosis at all levels, mild to moderate vascular calcifications. Patient also underwent CT scan of lumbar spine (non contrast) due to low back pain going down to bilateral legs, numb and tingling. Interpretation: l4-5: lumbar fusion without evidence of loosening. The disc is partially fused. Evaluation of central canal is limited due to streaking effects. Mild bilateral neuroforaminal narrowing. L5-s1: mild disc space narrowing, endplate spurring. Moderate arterial calcifications. On (B)(6) 2015: patient presented with complaint of low back pain with radicular symptoms to bilateral hips, bilateral knees, and lower left extremity. Impression: failed back syndrome; bilateral lower extremity pain; opioid dependency; history of seizure disorder with aneurysm clipping; last seizure was years ago and he is controlled on keppra. On (B)(6) 2015: patient presented with complaint of low back pain and left leg pain. Impression: failed back syndrome; bilateral lower extremity pain with left being worse than right. On (B)(6) 2016: patient complained of low back pain and left leg pain. Impression: acute on chronic pain of the lumbar spine; failed back syndrome; bilateral lower extremity pain with left being worse than right; opioid dependency; history of seizure disorder with aneurysm clipping, last seizure was many years ago, controlled with keppra; possible kidney stones. On (B)(6) 2016: patient underwent CT of lumbar spine without contrast due to low back pain going down bilateral legs, numb and tingling. Interpretation: no significant interval change from the previous study with redemonstration of post surgical changes at l4-5 and disc space narrowing at l5-s1 that is at least partially congenital. No significant central canal stenosis. On (B)(6) 2016: patient complained of low back pain and bilateral leg pain with radiculopathy to both legs. Impression: low back pain; failed back syndrome; bilateral lower extremity pain with left being worse than right; opioid dependency; history of seizure disorder with aneurysm clipping, last seizure was many years ago, controlled with keppra.

Event description:
It was reported that on, (B)(6) 2008, patient underwent MRI of lumbar spine without contrast due to low back and bilateral leg pain. Impression: desiccation and disc bulge, l2-3 level; status post discectomy, interbody fusion and posterior fusion with transpedicular screws at l4-5 level. No evidence of recurrent hnp or stenosis; mild degenerative disc disease, l5-s1 level. Patient underwent CT of chest, abdomen and pelvis without contrast. Impression: no evidence of neoplasm disease to chest, abdomen and pelvis, CT of pelvis revealed enlarged heterogeneous prostate gland with thickened urinary bladder representing benign prostatic hypertrophy. On (B)(6) 2009: the patient presented for a surgical consultation. Patient presented with following diagnosis: status post lumbar fusion l4-5, bilateral leg pain, hip pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Allergies/intolerance: mushrooms. Medication: demerol, phenergan, penicillin, aspirin, codeine, motrin, reglan, percocet, verapamil, tegretol, dilantin, xanax, zoloft, calan. Prior to surgery: it was reported that on (B)(6) 1992: patient underwent eeg-regular test due to seizures. Impression: this sis a borderline record in that it is normal except for the presence of 2 brief bursts of mildly slow generalized activity lasting less than half a second occurring only twice during the record. This activity could suggest the presence of mild, diffuse cerebral dysfunction but this activity is so mild and non specific that it cannot be considered diagnostic of underlying seizure disorder or other disorder. On (B)(6) 1992: patient underwent CT scan of head with and without contrast due to long history of seizures. Conclusion: negative CT scan. During the examination patient developed some chest tightening which was resolved by intravenous benadryl. On (B)(6) 1993: patient underwent eeg regular due to seizures: impression: normal eeg without evidence of focal dysfunction or paroxy smal features. No frank epileptiform activity is identified. This eeg is improved from the previously mildly abnormal eeg in which 2 brief isolated bursts of theta activity were described. The previous eeg was judged to be a borderline record. The current recording is improved and now normal. On (B)(6) 1992, (B)(6) 1993, (B)(6) 1994: patient presented for office visit. On (B)(6) 1994 the patient was presented for office visit with chest pain and syncopal episode. On (B)(6) 1995 the patient was presented for office visit with seizures. On (B)(6) 1995 the patient underwent CT scan of the brain. Impression : unremarkable non contrast CT of the head. On (B)(6) 1995 the patient was presented for office visit with sore throat. He also has a lot of trouble sleeping at night. Physical exam: throat is mildly erythematous, without significantly adenopathy. On (B)(6) 1995: patient presented with chief complaint of back pain. Patient was given cortisone injection in back. Patient also underwent x-ray of lumbar spine. Impression: slight scoliosis with loss of disc height at the l5-s1 level; incidentally noted is a large amount of feces throughout the visualized portion of the colon. On (B)(6) 1995 the patient was presented for office visit with cough, congestion and nasal congestion. Assessments: probable sinobronchial syndrome. On (B)(6) 1995 the patient was presented for office visit with severe headache. Impression: probable post concussion syndrome. On (B)(6) 1995 the patient was presented for office visit with headache. Impression: severe headache, post lumbar puncture; history of a right temporal arteriovenous malformation; hypertension; history of cardiomyopathy with adequate resolution; mitral valve prolapse; post traumatic seizure disorder; history of asthma as a child; status post kidney stones; chronic blindness of the right eye from birth. On (B)(6) 1995 the patient was discharged from the hospital with following discharge diagnosis: migraine headache; seizure disorder; history if cardiomyopathy; essential hypertension; post lumbar puncture headache; known right temporal arteriovenous malformation; mitral valve prolapse; history of asthma int past; chronic blindness in the right eye. On (B)(6) 1996 the patient underwent x rays of the chest. Observation: he did had tenderness, anterior chest wall as well as in the upper thoracic spine in the back consistent with thoracic muscle strain. On (B)(6) 1996: patient presented with chief complaint of migraine. On (B)(6) 1996 the patient was presented for office visit. Assessments: wrist pain; hand pain; tight cast. On (B)(6) 1996 the patient was presented for office visit with abdominal pain. The patient reported pain across lower abdomen stated that he was having some dysuria as well. On (B)(6) 1996: patient presented with chief complaint of headaches. On (B)(6) 1996: patient presented with chief complaint of headaches. On (B)(6) 1996: patient presented with chief complaint of head injury. On (B)(6) 1996 the patient was presented for office visit with tremendous migraine headache. On (B)(6) 2003: the patient underwent MRI of lumbar spine due to low back pain into both legs. Conclusion: degenerative changes of l5-s1 without significant disc protrusion; very minimal degeneration of l4-5 where the previous left keyhole laminectomy defect at l4-5 and epidural material seen on the left side; small far lateral disc bulge at l4-5 on the left; overall when compared with previous exam, the mild disc bulge of l4-5 on the left has undergone surgery. The patient also underwent MRI of the cervical spine due to pain in both arms and numbness in both arms. Conclusion: anterior cervical fusion at c5-6 with no significant abnormalities. There are minimal right-sided disc bulge in the foramen at c4-5; minimal bulge at c6-7, not compressing any of the neural structures. On (B)(6) 2003: the patient underwent MRI of neck (soft tissue) for right sided anterior neck pain. Conclusion: on the right side of the tongue base, there is a prominent tubular focus which may be a prominent vein as is apparent clinically, although this probably has slow flow and does not have all the signal characteristics of a vein; there is prominence of the left thyroid lobe noted. On (B)(6) 2003: the patient presented with chief complaint of cervical pain as well as bilateral upper extremity pain and weakness and left lower extremity pain. On (B)(6) 2003: the patient presented with chief complaint of right elbow pain.